Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the ventilator battery won't hold charge. The ventilator was not in use on a patient at the time of the event.